Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. It was indicated that the patient rubbed/bumped/laid on the transmitter, which is misuse of the device. On (B)(6) 2026, the patient was using a tandem t:slim x2 insulin pump. The patient woke up with a cgm reading of 43 mg/dl and drank dr. Pepper. Shortly after, the cgm displayed ¿low¿ without a numeric value, and the patient reported stumbling in the hallway. The patient developed vomiting, sweating, shaking, confusion and was unable to obtain a fingerstick blood glucose (fsbg) reading at that time. The patient¿s girlfriend transported him to the emergency room (ER). In the ER, a fsbg measurement showed 643 mg/dl, while the cgm continued to display low readings; the exact cgm value was not recalled. The patient was instructed to remove his tandem t:slim x2 insulin pump. He received intravenous (IV) ativan for shaking and anxiety, IV zofran for vomiting, was placed on an IV insulin drip, connected to a cardiac monitor, and transferred to the intensive care unit (ICU). The treating physician informed the patient he was experiencing diabetic ketoacidosis (dka) and advised him to remove the cgm. Elevated blood pressure was noted, and IV ativan was administered again. The patient remained hospitalized for three days and was discharged on (B)(6) 2026 with a fsbg reading of 140¿150 mg/dl. Following discharge, the patient reported poor appetite, chest and stomach pain, and mild nausea. At the time of report ((B)(6) 2026), the patient reported that he was gradually improving and recovering throughout the day. The patient applied a new cgm sensor at home, which he reported was functioning properly. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator (B)(6) 2026 and (B)(6) 2026. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.